Event description:
It was reported that during a pneumonectomy procedure the grey release knob did not spring the jaws apart. The device was then withdrawn from the flexiport. Another device was used on the pt with success.